Manufacturer narrative:
One acu-loc 2 vdr plate standard r, 70-0357, one 2.3mm x 18mm locking cortical screw, co-t2318, three 2.3mm x 20mm locking cortical screws, co-t2320, and one 2.3mm x 22mm locking cortical screw, co-t2322, were examined. Calipers were used to measure the various returned screws. The 18mm screw head measured .1925" (4.88mm). The five returned ends of screws measured: .5590" (14.2mm), .6415" (16.3mm), .6375" (16.19mm), .6595" (16.75mm), and .7240" (18.39mm). As the batch numbers are on the heads of the screws, the returned ends could not be matched to the heads of the screws. The screws were broken perpendicular to the heads with flat, mostly smooth surfaces. The threads showed signs of deformation and anodization wear. All screws have signs of potential brittle fractures. No definitive conclusion can be made. Related reports (including this one) 3025141-2025-00593, 3025141-2025-00594, 3025141-2025-00595, 3025141-2025-00597, 3025141-2025-00598.

Event description:
It was reported that the primary surgery (B)(6). After removal of cast, rehabilitation therapy started. During follow-up visit (unknown date), all distal screws were broken. Patient had not experienced any trauma.